Manufacturer narrative:
The patient codes have been updated to (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-aug-12, additional information was received from an healthcare professional (hcp) via a manufacturer representative (rep). The pump contained lioresal (199 mcg/day, 500 mcg/ml). No pump logs were available. According to the physician, the patient suffered withdrawal symptoms. The hcp would be filling the pump with lioresal in 1 month after the patient's wound has healed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2019, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving an unknown drug via an implantable pump for an unknown indication for use. Information reported the patient's pump stopped working on (B)(6) 2019. The pump was read prior to explant. The pump read the motor stalled 1045 hours prior to explant for no known reason. There were no known environmental, external or patient factors that may have led or contributed to the issue. The catheter and pump were replaced and "everything went perfect". The patient's status is alive - no injury. The issue was resolved at the time of this report.